Event description:
Upon inspection of the olympus bf-uc160f at the end of the procedure, the doctor noticed that the olympus maj-1351 balloon was not intact. The doctor looked back into the lungs for the missing piece to suction it out. No pieces remained in the lungs. The patient was taken to recovery in stable condition. X-ray taken in recovery to verify no retained balloon pieces.